Event description:
It was reported that during screw and rod placement, one of the mis single inner set screws came off. The surgeon replaced that set screw intra-operatively and when he did that, he saw a sliver of metal shavings coming from the set screw. He opted to leave the set screw implanted as part of the construct. The difficulty inserting the set screw and tearing of the threads resulted in a twenty to thirty minute delay to the procedure.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was implanted.